Manufacturer narrative:
Reported event: an event regarding range of motion (rom) involving an unknown knee was reported. The event was confirmed via medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: a prior review was performed with few records and unlabeled and undated x-rays. The pi report and the lateral x-ray indicated gross failure of a scorpio style cemented knee. The femur was in marked flexion and was clearly loose and had significant distal bone loss. The new additional information showed a primary tka for oa. It was uncomplicated. The post operative course was not presented. However, the patient underwent a mua at approximately 6 weeks post op with modest improvement in motion in the or. Again, the postoperative course was not provided. The patient then underwent an arthroscopic lysis of adhesions and mua at 3 ½ years postop. The events leading to the surgery were not outlined. Significant improvement in motion was reported in the or but the postoperative course was not presented. Some 13 years later the revision was performed for gross loosening and bone loss. The revision was uncomplicated and included augmentation and a femoral cone. The postoperative course was not presented. Event confirmation: a primary tka, an mua, an arthroscopic lysis of adhesions and mua and a revision tka can be confirmed. Root cause: the root cause for the tka was osteoarthritis, the root cause of the mua was stiffness postoperatively but the reason for the stiffness cannot be stated. The root cause for the arthroscopic lysis of adhesions and mua was again stiffness and a label of arthrofibrosis. The reason for the stiffness and fibrosis cannot be stated. There root cause of the revision was femoral loosening and osteolysis." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient had a mua. A review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: a prior review was performed with few records and unlabeled and undated x-rays. The pi report and the lateral x-ray indicated gross failure of a scorpio style cemented knee. The femur was in marked flexion and was clearly loose and had significant distal bone loss. The new additional information showed a primary tka for oa. It was uncomplicated. The post operative course was not presented. However, the patient underwent a mua at approximately 6 weeks post op with modest improvement in motion in the or. Again, the postoperative course was not provided. The patient then underwent an arthroscopic lysis of adhesions and mua at 3 ½ years postop. The events leading to the surgery were not outlined. Significant improvement in motion was reported in the or but the postoperative course was not presented. Some 13 years later the revision was performed for gross loosening and bone loss. The revision was uncomplicated and included augmentation and a femoral cone. The postoperative course was not presented. Event confirmation: a primary tka, an mua, an arthroscopic lysis of adhesions and mua and a revision tka can be confirmed. Root cause: the root cause for the tka was osteoarthritis, the root cause of the mua was stiffness postoperatively but the reason for the stiffness cannot be stated. The root cause for the arthroscopic lysis of adhesions and mua was again stiffness and a label of arthrofibrosis. The reason for the stiffness and fibrosis cannot be stated. There root cause of the revision was femoral loosening and osteolysis." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Subject had a left tka on (B)(6) 2003 which was followed by an mua on (B)(6) 2004.